Event description:
The foot pump switch in the bvs 5000 console was found to be intermittent. It was found during a routine check. There was no patient involvement. A biomed field service replaced the switch and there was no further problem.